Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had lamp lighting issues and it kept switching to the backup bulb and making a loud buzzing noise. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and update field h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus presumed that the cause of the malfunction was a failure of the ignitor. A definitive root cause of the lamp lighting issues could not be determined. Olympus will continue to monitor field performance for this device.